Event description:
A 4.0mm diameter x 9mm length s7 stent delivery system was inserted for treatment of a 95% ulcerated stenosis in the distal right coronary artery in 2003. The mid and distal right coronary artery were excessively tortuous. The s7 stent was advanced to the lesion and deployed at 12 atm (4.13mm) for 20 seconds. Thereafter, angiography showed slow flow with probable distal embolization of a thrombus. The pt experienced st segment elevations and chest pain. Intracoronary nitroglycerin was administered over several minutes with return of timi-3 flow. The pt still experienced ongoing st elevations as well as severe chest pain. Angiography showed a possible small dissection at the proximal portion of the stent without obvious flow limitation. A 4.0mm x 18mm s7 stent was inserted in an attempt to treat the dissection. The s7 stent was unable to advance to the target lesion due to vessel tortuosity. The stent was then pulled back to the guide catheter and became stuck in the guide catheter. The stent moved 2mm or 3mm distally on the delivery balloon. It is reported that since the stent would not pull back into the guide catheter, the entire system was pulled back for removal. Upon removal, the stent dislodged in the iliac artery and was lost in the vasculature below the level of the pelvic brim. Another MFR's 4.0mm x 13mm stent was inserted and was not able to advance to the lesion due to vessel tortuosity. The 4.0mm x 13mm stent was successfully removed from the pt. The pt's ECG changes resolved and chest pain was resolving. Repeat angiography showed good flow with a possible non-flow limiting dissection at the proximal section of the deployed 4.0mm x 9mm s7 stent. The treated lesion was reduced to 0% stenosis. It is reported that the etiology of the ECG changes and the chest pain was due to distal embolization and microscopic embolization as well. The stent remains in the pt's vasculature below the level of the pelvic brim, making complications from this very unlikely. There was no further treatment to the pt. The returned goods investigation revealed that only the delivery system was returned. There was evidence that stent was correctly mounted on the delivery balloon. Vessel tortuosity contributed to the stent not crossing the lesion. The instructions for use was not followed when the stent was pulled into the guide catheter during removal. A separate medwatch report #2953200-2003-00016 has been submitted for the 4.0mm x 9mm s7 stent involved in the event.